Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: white biological tissue, a broken shell, underweight and brown particles. A visual and microscopic analysis were performed which identified a sharp break on the anterior side, a striated opening on the posterior side, non-penetrating nicks, and a missing shell. Based on the device analysis the final assessment is: a sharp break on the anterior side due to an unidentified (tear) opening, a striated opening on the posterior side due to surgical damage consistent with the use of some surgical tool, and a missing shell due to inconclusive. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.